Event description:
It was reported that the device presented no cassette alarm. The pump had been updating. A new cassette was utilized. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing was conducted, which included properly attaching an undamaged cassette with no issues. The pump did not display a no disposable message. Keypad, downstream occlusion sensor and cassette detection switch were found to be functioning properly. Event history log did contain previous no cassette messages. The reported issue was unable to be confirmed. The pump passed all tests and was found to be operating within specifications. The root cause of the reported event was unable to be determined.